Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly. Customer stated that the keypad button was unresponsive. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged keypad unresponsive/button error alarm and insulin pump error on august 23, 2022. Insulin pump passed the displacement test. Insulin pump failed self test due to insulin pump error. Verified the insulin pump alarmed insulin pump error variable 3 in insulin pump downloaded history on november 21, 2022 at 10:56:32.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found corrosion on all of u1 chip traces and keypad trace. All buttons function properly. No physical damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Device successfully downloaded to thus. Verified insulin pump alarmed insulin pump error on august 24, 2022 at 00:00:43.000. Insulin pump error was not observed during analysis. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board, force sensor and motor. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. All buttons functioned properly during test. Keypad unresponsive/button error alarm not confirmed. Insulin pump error was not observed during testing. Insulin insulin pump error not confirmed. Insulin pump error variable 3 confirmed due to corroded traces of u1 chip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.